Event description:
It was reported that this patient with this right ventricular (rv) lead was to undergo a device change out procedure the following day. This rv lead was over twenty five years old. Pace impedance measurements were low at 300 ohms, remaining within normal range however noise and oversensing episodes were noted. The oversensing caused pacing inhibition however, not more than 2 seconds. Ultimately, this rv lead was surgically abandoned, and a new rv lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.